Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ deflation: two openings observed on radius and anterior side assessed as surgical damage. Additional observations: ¿ creases were observed. ¿ black particles observed on the surface of the shell.

Event description:
Patient reported a "right side deflation" and exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a "right side deflation" and exchange due to concerns with the product. Device has been explanted.